Manufacturer narrative:
Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Not yet returned to manufacturer.

Event description:
Mw5057502. "Consumer was concerned that her nova max products were given her false high bg results due to the 'frequent symptoms of hypoglycemia'. Consumer reported the discrepancy in the bg results between her nm meter and her unknown neighbor meter consumer received a reading above "the normal" 210 mg/dl when using nm meter when testing with the unknown neighbor's meter consumer received a 70 mg/dl."